Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp. (Omsc) could not investigate the subject device, because the subject device was not returned to omsc. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Since the subject device was not returned to omsc, the exact cause was unknown. Omsc surmised that the reported phenomenon occurred due to the following cause. - the contact failure between the subject device and the video system center temporarily occurred because dirt and foreign material attached on the electrical contact of the video connector of the subject device.

Manufacturer narrative:
The subject device was returned to the olympus local service department. The olympus local service department checked the subject device, and there was no abnormality of the subject device. The repair of the subject device was canceled and the subject device was returned to the user. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the check of the delivery of the repaired device, the endoscopic image of the subject device was not displayed. Other detailed information was not provided. There was no report of patient injury associated with the event.